Event description:
Reporting status: serious injury/hospitalization/medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: none. It was reported that in 1998, percutaneous transluminal coronary angioplasty (ptca) was performed on the pt using an rx vision stent. In 2008, the pt presented with a myocardial infarction (mi) due to the intrastent thrombotic occlusion of the vision stent. The pt was treated with thromboaspiration and another company's 3.5 x 16 mm stent was implanted. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident info. Mi and thrombosis as listed in the vision risk assessment and IFU are known adverse events associated with coronary stenting. Hospitalization is not addressed; however, with the add'l treatment of the thrombus with an aspiration catheter, it is expected that add'l hospitalization would be required. These known pt effects are not necessarily an indication of a product quality issue. There was no reported device malfunction at the time of the procedure; however, a conclusive root cause cannot be determined for the reported pt effects and the relationship to the device, if any.